Event description:
It was reported that during an unknown procedure, the tip of the 5mm trocar melted off while using the harmonic device. It did not detach; it just melted. It is unknown how the procedure was completed. There was no impact to the patient. The harmonic and trocar will be returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device showed damage at the tip of the sleeve. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.